Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's hospitalization. The mother states the customer was hospitalized due to the pump. The mother states the pump needs to be replaced due to excessive no delivery alarms and the customer observing no insulin come out. The mother states they are not comfortable with the pump and would like it replaced. The mother was advised the pump would be replaced and returned for analysis.